Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, the blade stopped just after the first firing. They pressed the firing button again, but the blade did not advance. After a new cartridge was loaded, the device was able to be fired without problem. There was no patient injury.